Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign substance was found inside the transfer set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection noted loose particulate matter in the fluid path. Functional testing was performed including eight psi underwater pressure test, clear passage test and clamp function test with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified and the cause is undetermined.